Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: italy. Failure of the suture thread used during a cardiovascular surgery on carotid artery. There was serious hemorrhage post procedure that resulted in death of patient. The event occurred 2 years ago. No lot/batch number reported; no sample provided for investigation.

Manufacturer narrative:
Additional information: original report did not indicate lot number; the lot number has been updated. Samples received: there are no samples available. Analysis and results: reviewed the complaint history, there are no previous complaints for the reference-batch involved in this incident. (B)(4). Without closed samples a complete analysis cannot be carried out. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.